Manufacturer narrative:
Pump received with blank display due to battery tube connector not plugged in properly on b1 I/b. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and broken battery tube threads.

Event description:
The customer reported via phone call that the insulin pump battery tube compartment is damaged. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for battery tube and was found that threads inside the tube are missing. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.